Event description:
Reportedly, during pt use, a 'low fio2' alarm occurred. Calibration of the oxygen sensor did not resolve this issue. The sensor was replaced and the unit worked normally. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).